Manufacturer narrative:
G6 - this report is follow up 1 to the initial MDR 2016493-2024-00872. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch required replacement. A field service engineer replaced the tower latch on door 4 to resolve the issue and also preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system drawer failed, and the user was not able to remove the medication during the malfunction which delayed patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch required replacement. A field service engineer replaced the tower latch to resolve. Preventative maintenance was performed on the device. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, delaying patient care. The customer reported that the user was not able to remove the medication, which led to a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d5, d9, h8, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-oct-2022 to 17- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch required replacement. A field service engineer replaced the tower latch on door 4 to resolve the issue and also preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, delaying patient care. The customer reported that the user was not able to remove the medication, which led to a delay in patient care. There were no adverse events or injuries reported based on this incident.